Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was located in the circumflex artery (cx) with calcification and no tortuosity. The 3.0 x 30 mm trek balloon was advanced and inflation was performed at 12 atmospheres (atm) for 20 to 30 seconds. The balloon did not completely deflate and it was retracted partially deflated. Resistance was met with the guiding catheter during retraction of the partially deflated balloon and strong force was applied in order to retract it. The balloon was able to be withdrawn without removing the guiding catheter. There was no adverse consequence for the patient. There was no clinically significant delay of procedure reported. The procedure was completed as initially planned. No additional information was provided.

Manufacturer narrative:
(B)(4) - excessive force. The device was returned and analyzed. The reported deflation difficulty and resistance with the guiding catheter could not be replicated on the returned device due to device condition. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual analysis of the returned device, there is no indication of a product quality deficiency. It should be noted that the trek rx instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on all the information reviewed, there is no indication of a product deficiency.